Event description:
It was reported that following the implantation of a miniarc pro, the patient experienced pelvic pain. The patient was given acetaminophen, morphine sulfate, and oxycodone. The event was considered resolved/recovered with no sequelae. No further patient complications were reported in relation to this event. Related to MFR# 3011770902-2015-00073